Manufacturer narrative:
Concomitant medical product: 6944-65 lead implanted on 16 jan 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead showed under-sensing. The lead is still in use. No patient complications have been reported as a result of this event.